Manufacturer narrative:
Eval: results: as returned, the lead extensions were cut at explant; hence no further analysis could be performed. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 3 of 3: reference MFR report: 1627487-2011-10112, reference MFR report: 1627487-2011-10113. The pt's scs sys consisted of two scs leads (same lot), two scs lead extensions (same lot) and the ipg. It was reported the pt was unable to feel stimulation where needed. Invalid contacts were identified. It was also reported the pt requested the ipg site to be relocated and a small model ipg implanted. The physician removed and replaced the entire scs sys on (B)(6) 2011.